Manufacturer narrative:
Additional information provided from the field indicated that at this time there are no plans to change out the device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product is expected to be returned for analysis. This report will be updated once analysis is completed.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time no intervention has been performed and the device remains implanted and in service. No adverse patient effects were reported.